Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had repeated hardware low level failure alarm. The blood glucose level was unknown. It was reported that the insulin pup had failed battery test alarm. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement. Pump error 63 confirmed in insulin pump history with variable due to broken trace at pin 1 on keypad assembly. No battery or power anomalies noted during testing.